Manufacturer narrative:
Due diligence was executed for this event. The device is not available for evaluation, since the issue was resolved by troubleshooting. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
The customer called in to the technical assistant center (tac) as the device lcg light of the disinfectant indicator was blinking. The lcg light was set to three days, and the tac specialist had the customer reset it to 14 days. However, the days on the device indicated 15, which meant the disinfectant was expired and would need to be changed. The test strips were not passing completely. Tac specialist advised the customer to drain and reload the device with new aldahol and reprocess all the scopes that were reprocessed with the expired disinfectant. Customer confirmed that all such scopes were subsequently reprocessed again before use. There is no harm to any patient because of this event. The staff is trained and experienced in the use of the device.

Manufacturer narrative:
The device is not available for evaluation, since the issue was resolved by troubleshooting. The device evaluation will be done by historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no repair history for this device. There was no defect found in the device as was determined by the troubleshooting performed when the user called in with the issue. The event of the expired disinfectant being used likely occurred because the user forgot to replace the disinfectant solution at appropriate period. The instructions for use includes the following statements: oer-pro operation manual 6.4 setting the disinfectant solution counter note on the disinfectant solution counter function: aldahol® 1.8 olympus america medical, convenient 14-days use life.